Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found the device next to the packaging with the lot number on it. The suture with both implants attached to it are outside the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (a failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that t2 of a fast-fix 360 fell off. The procedure was resumed using a competitor device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.